Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Results of the query of similar incidents in the complaint handling database from this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. Indications for use. The device was used in a 6f sized access site. The prostar xl states under indications for use that the prostar xl percutaneous pvs system is indicated for the percutaneous delivery of sutures for closing the common femoral artery access site and reducing the time to hemostasis and time to ambulation (patient walks ten feet) of patients who have undergone catheterization procedures using 8.5f to 10f sheath.

Event description:
It was reported that prior to an abdominal aortic aneurysm (aaa) repair procedure, pre-close placement of the sutures were attempted of the right common femoral artery using a prostar xl device. Reportedly, after the device was inserted into the vessel through a 6-french sized access site, arterial marking as indicated by pulsatile blood flow through the device marker lumen could not be obtained. The device was removed over a guide wire and a second prostar xl device sutures were deployed and set to the side. The access site was dilated to 20-french to match the outer diameter of the delivery catheter. After conclusion of the aaa repair procedure, the sutures from the prostar xl device were used to achieve hemostasis. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure. The physician was reported to be is reportedly trained in the use of the prostar xl device. No additional information was provided.